Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 30 mg/dl at the time of the incident. The customer was given intravenous fluids, juice, and a glucagon shot to treat. The customer experienced symptoms such as falling down and screaming. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also got emergency medical assistance due to a high of over 500 mg/dl. The customer was having issues logging into carelink. The insulin pump will not be returned for analysis.